Event description:
It was reported that the pump battery was depleting too quickly, causing the pump to shut down. There was no adverse impact to the customer¿s blood glucose level. Battery depletion rates were unable to be confirmed.